Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 200 mg/dl and current blood glucose is 400 mg/dl. The customer performed high pressure test and it results in insulin flow block alarm. The customer also received a change sensor alert after a calibration not accepted as well as had a bent cannula. Advised to change entire set. The customer declined to continue further troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.